Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the rv lead. Patient was stable before, during and after the event. No further information.

Manufacturer narrative:
As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies with the exception of damages consistent with procedural damage. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported noise issue could not be conclusively determined.

Event description:
The lead was returned for analysis indicating the rv lead was explanted and replaced. No further information was available.